Manufacturer narrative:
Investigation summary: a visual inspection revealed that the jaws were burnt. The tip of the cold jaw silicon was peeling along the tip and sides. The jaws were bloody. Based upon the visual observations, the reported complaint for "silicon coating came off" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicon coating on the jaws came off inside the patient's leg. The piece was retrieved through the original incision with no other patient effects reported. A new kit was used to complete the procedure. The product was returned.